Manufacturer narrative:
Date of event - estimated as the comment was made this year, otherwise this is unknown. It is known this occurred 2 days post procedure date of death - estimated as the date of procedure and death is unknown. It is known the patient passed away 2 days post procedure. Implant date- estimated as the comment was made this year and this would be 2 days prior to the patient passing away.

Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two days (2) post procedure, the patient died.